Manufacturer narrative:
E1. Initial reporter addr 2: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, three (3) tubes displayed closure separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 29 retained samples for investigation. Functional tests were conducted on these samples, with results showing that none of the samples failed the tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, three (3) tubes displayed closure separation. No adverse impact was reported regarding the patient or user.